Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: the most probable root cause is user error: using too long of an implant or installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2021 where three implants were installed. The patient had pain relief for two weeks before complaining of radicular pain symptoms. The surgeon determined that the left side superior positioned implant was impinging on the neuroforamen causing radicular pain symptoms. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the left side superior positioned implant to relieve any possible nerve impingement. The explant void was not filled with bone graft. No other preexisting implants were adjusted or removed. No new hardware was added. The patient's radicular pain symptoms resolved following the revision procedure.